Manufacturer narrative:
G4: 26feb2021. B4: 04mar2021. H11: g5: k102985. H10: the device was evaluated by the customer and the manufacture field service engineer (fse). The fse replaced the defective touchscreen. The device successfully met the specification and was returned to use. No other anomalies were reported. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021, date of report: 02feb2021.

Event description:
The customer reported a ventilator experienced a touchscreen issue. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.